Event description:
User facility reported that the needle was not effectively captured in the safety device resulting in a needle-stick injury with the user. Blood testing was performed and the hosp followed internal protocol for needle-stick injuries. No permanent adverse effects to user reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.